Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which showed images of unused product with no leakage observed. Additionally, ten retained samples were investigated, revealing no molding defects related to leakage, no sub-assembly issues, and all syringes functioned as expected during a functional test with water. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd preset¿ eclipse¿ blood leaked from the device. Patient sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd preset¿ eclipse¿ blood leaked from the device. Patient sample was recollected. No adverse impact was reported regarding the patient or user.